Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump date and time was incorrect, cause was due to the pump shut off unexpectedly. Customer reported a blood glucose level of 85 mg/dl. During troubleshooting with tandem technical support, the customer corrected the time and date and resumed insulin therapy.